Manufacturer narrative:
No patient contact with this portion of the device. Lcc label erroneously placed on other body part type thumbnail, correct image labeling identified in thumbnail caption. The complaint report was not received in the time allotted to a file a 5-day reportable event.

Event description:
Nuclear technologist reported that an image was labeled as a right axillary view on the pem flex pet scanner. When viewed using the pem view software, the image was correctly labeled in the caption below the image as r axilla, but was incorrectly labeled as lcc on the thumbnail image.